Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. One device was received. Visual inspection noted a scratched liquid crystal display (lcd) lens, missing battery door and bubbled "dso" seal. A review of the device history log showed no evidence of the reported fault. Powered up the device and found continuous alarmed error code 41174 due to inoperable "mpu" board. The complaint was confirmed, and the root cause was due to an inoperable main board. It was unknown what caused the main board to be inoperable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The main board was replaced, and the device passed all functional and delivery tests.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.b3 unknown.

Event description:
It was reported that the pump exhibited system error 41171. It is unknown if there was patient involvement, no adverse patient effects were reported.